Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl. During troubleshooting with tandem's technical support, it was noted that the luer lock was loose and the customer could smell insulin. The customer adjusted the luer lock connection and resumed insulin delivery.